Event description:
Same case as 2134265-2015-02156 and 2134265-2015-02155. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter. During procedure, the physician connected the imaging catheter to the motordrive unit (mdu) and pushed the start button in order to perform automatic pullback, however, the imaging catheter failed to perform pullback. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed one hub wing was bent when the device was received. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The telescope assembly was able to properly pull back, advance, or retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The sled was not returned with the catheter the test was performed with a control sled in the complaint lab. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-01831, 2134265-2015-01900, 2134265-2015-01901, 2134265-2015-02155 and 2134265-2015-02156. It was further reported that two catheters were not able to perform pullback and only one motor drive unit and one sled was used in the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).